Manufacturer narrative:
No devices or photos are returned for review since the devices still remain implanted in the patient; therefore, the condition of the articular surface component is unknown and an evaluation is not possible. These devices are used for treatment. The complaint history search performed individually for the part and lot combination of femoral, tibial, articular surface and patella component found no other complaints. The follow up for more information stated that the patient was not revised. Per the knee compatibility matrix the natural knee patella is not compatible with the persona tibial, femoral and articular surface component. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of further information.

Event description:
It was reported incompatible combination of components was identified from the (B)(6) registry data. It was further reported, the patient has not undergone a revision surgery.